Manufacturer narrative:
A3 is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp device was inserted via the right femoral artery in a 39-year-old patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs). Patient's comorbidities were unknown. The patient¿s clinical state prior to initiation of support was identified as scai shock stage c. The managing physician reported improvement in the patient¿s cardiac condition, but hemolysis developed, necessitating pump explant. During explant, the impella cannula could only be withdrawn to the centimeter marking at 30 cm before encountering resistance. Unsure how to proceed, the physician requested guidance. She was informed that the impella cannula could only be withdrawn to the repositioning sheath, after which the device had to be removed along with the sheath. Since this was her first time performing the procedure and she was uncertain, it was recommended that she consult an experienced colleague and perform the explant under imaging guidance. She agreed to this plan. The patient survived to explant. Hemolysis may occur in the setting of purge-related anticoagulation requirements.